Event description:
A dislocation was reported in 2009, and it occurred post-op. Patient experienced hip instability. This event resulted in hospitalization and necessitated medical/surgical intervention. The patient was treated with closed reduction and abduction brace on the same day.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.